Event description:
Bilateral augmentation mammoplasty with insertion of silicone gel implants was done several years ago. In the past years the pt noticed a generally increasing deformity in the augmented left breast with a bulge extending toward the left shoulder. Mammography revealed a ruptured implant in the left breast and also grade IV capsular contracture in the right breast. To correct the deformity, capsulectomy and removal of the implants were done. The implants were replaced with saline filled mammary implants in both right and left breasts.